Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this right ventricular (rv) lead presented to the emergency room with heart failure. Device interrogation revealed increased capture thresholds as well as loss of capture. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.